Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The alleged meter inaccuracy began on (B)(6) 2017 at 5:30 am when the patient reportedly tested her blood glucose in response to symptoms of ¿feeling ill¿. The reading obtained on the subject meter was not provided. The patient does not take any medication to manage her diabetes. As a result of the alleged issue, the patient reportedly did not take any action and went back to sleep as she thought she was ¿good¿. The patient was reportedly found ¿almost comatose¿ by her daughter who contacted the emergency medical services (ems) for assistance. When the paramedics arrived at 6:30 am, they measured the patient¿s blood glucose at ¿35 mg/dl¿ on the subject meter and ¿25 mg/dl¿ on the ems device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The paramedics treated the patient with glucose gel at around 6:30 am. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.